Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they went for a surgery to correct a problem with their battery. Unfortunately, they ended up being prepped for surgery and told that they were going with a different manufacturer device. It was reported that the patient had the device for over five years and it was progressively helping, they just had battery issues but didn't want a new system. During this time, the device gave 40% therapy relief or helped. Relevant medical history includes post lumbar laminectomy syndrome and radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.